Event description:
A lawsuit filed by an attorney for the patient alleges, "that as a result of suffering from 'toxic shock syndrome', the plaintiff (name redacted) suffered the loss of both legs below the knee; that plaintiff (name redacted) suffered the loss of both hands at the palm near the wrist; that the plaintiff (name redacted) suffered, suffers, and will in the future suffer much pain of body and limitation of function in all their extremities."